Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this right atrial (ra) lead the helix did not extend and poor pacing threshold were noted. It was noted that during the initial two times to position the lead extension/retraction of the helix was possible, but by the third attempt the helix could not be extended. A new lead was used. This lead will not be returned due to infectious disease. No adverse patient effects were reported. The ra lead will not be returned.